Manufacturer narrative:
Retained samples of the concerned lot number have been inspected visually and tested mechanically. Mechanical tests for adhesion were performed on 3 retained samples of the claimed lot number. All tested samples were found to perform within limits. No faults could be detected. We have requested a filled in questionnaire and customer samples for further investigation. On july 14th, 2025 we have been informed that "we have not received any feedback (...) Our agent has followed up again but they have not completed any of the paperwork. They have also not said anything about more cases, (...) I think it is more than reasonable to close this one off. We do not even have a lot number or details of what the skin reaction was." We therefore will also close out the investigation and the report. No conclusion can be drawn what might have caused the claimed incident.

Event description:
On june 13th, 2025, we have been informed about an incident involving a skintact ECG electrode ref.: f50c at an unknown user facility in south africa. The initial reporter informed leonhard lang about: " we have another hospital complaining about the f50c, this time about a skin reaction." We have requested further details for customer samples and a filled in questionnaire. No further details have been received despite repeated requests.

Manufacturer narrative:
Retained samples of the concerned lot number have been inspected visually and tested mechanically. Mechanical tests for adhesion were performed on 3 retained samples of the claimed lot number. All tested samples were found to perform within limits. No faults could be detected. We have requested a filled in questionnaire and customer samples for further investigation. We will provide further information, investigation results and any conclusion in a follow up report.

Event description:
On june 13th, 2025, we have been informed about an incident involving a skintact ECG electrode ref.: f50c at an unknown user facility in south africa. The initial reporter informed (B)(6) about: " we have another hospital complaining about the f50c, this time about a skin reaction." We have requested further details for customer samples and a filled in questionnaire. No further details have been received despite repeated requests so far.